Event description:
Per the clinic, the patient experienced no hearing sensation, headache, perception of "clacking" sound and dizziness associated with the device following the initial implantation surgery. The patient also experienced facial nerve-related symptoms, including impaired lip closure, right eye closure and as well as blood discharge from the ear. Subsequently, the patient was hospitalized and treated with antibiotics followed by steroid (specific date, type and duration not reported). Open circuits were identified on two electrodes, and a reprogramming attempt was made by turning off the affected electrodes. The implanted device remains in place.